Event description:
Additional information received reported that the patient was "doing well" following the revision.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2010-04-02, product type lead. (B)(4).

Event description:
It was reported that the patient was scheduled for a lead revision because the leads had moved. Additional information received reported that the left lead pulled down. The patient was getting stimulation down his arm which indicated nerve root stimulation. The revision was scheduled for (B)(6) 2013. Additional information requested but had not been received as of the date of this report.